Event description:
It was reported by a company representative that a vns patient was explanted of both generator and lead due to an infection. Further information from the area representative indicated that the infection was primarily around the insertion on the neck area. The surgeon indicated the infection was likely due to implant surgery. No trauma was suspected around the area. Cultures were taken and (B)(6) was confirmed.

Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records confirmed sterilization for both the generator and lead prior to distribution.